Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that patient underwent ankle surgery on (B)(6) 2024, using a 9-hole 1/3 tubular plate with a combination of locking and non-locking screws, as well as two 4.0 mm partially threaded cannulated screws with washers. The patient developed eczema shortly after surgery, possibly due to an allergic reaction to the implant. A patch test with a local allergist is pending to determine if the plate and screws are the cause. The metallic composition of the implants is unclear, and more information is needed to determine if they are made of titanium or alloys. The patient's representative emphasized that they are not filing a complaint or requesting an investigation but are seeking details on the metals used in the implant to rule out a metal allergy.

Event description:
It was reported that patient underwent ankle surgery on (B)(6) 2024, using a 9-hole 1/3 tubular plate with a combination of locking and non-locking screws, as well as two 4.0 mm partially threaded cannulated screws with washers. The patient developed eczema shortly after surgery, possibly due to an allergic reaction to the implant. A patch test with a local allergist is pending to determine if the plate and screws are the cause. The metallic composition of the implants is unclear, and more information is needed to determine if they are made of titanium or alloys. The patient's representative emphasized that they are not filing a complaint or requesting an investigation but are seeking details on the metals used in the implant to rule out a metal allergy.

Manufacturer narrative:
Correction to h5(labeled for single use) the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. In order to know the exact composition of the device implanted in the patient, the lot number was essential. Despite three attempts having been made, this information was not provided. Due to the absence of catalog number communicated, it was also impossible to provide a standard material composition. It was communicated by the patient that allergy tests have been performed and that an implant-related allergy could be ruled out. Nonetheless, due to the lack of evidence provided, this could not be confirmed in the investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.